Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. It had a faded line cord and pole clamp, the front cover had multiple scratches, the reservoir gasket was worn out, the quick connect was corroded, and the enclosure was cracked under the quick connect. After visual inspection, the reservoir was filled with water, the temp check e5581 was attached, the line cord was plugged in, and the power turned on to perform functional testing. The device leaked on the bottom of the water tank and the microswitch didn't alarm, confirming the customer's indicated failure. The root cause was the worn gasket and faulty microswitch. No action was taken due to the condition and or age of the device. It was deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device leaked water and had a faulty hose and microswitch. The hose had a hole inside on the bottom left, and the switch was loose. It was confirmed that this damage was not related to physical abuse, or the unit being dropped. This occurred during preventive maintenance; thus, there was no patient involvement and no harm/adverse event reported.